Event description:
Patient experienced blurred vision, difficulty speaking and loss of symptom control while leaning over price scanner. Patient was reaching over scanner for items in cart and had to have help being removed from the scanner. Patients spouse was called and both devices were shut off. Emergency reprogramming was performed and device checked out. Patient is doing ok without residual effects. Patient cautioned no to get too close to price scanner and not to get the handled screener close to the chest area. Physician will monitor patient. No report of device explantation.